Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo gyn. According to the reporter: during the case, when the port was re-inserted, the tip broke off. The tip was found on the membranes of the abdomen and it was retrieved. There was no add'l bleeding and no tissue damaged. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No add'l pt info available.